Event description:
It was reported that upon insertion of a trial, inserter inside shaft and trial broke. Additional note: two of blades did not go into the cage and are imbedded in the bone due to the inserter insde shaft breaking.

Manufacturer narrative:
Lot# 143459; visual inspection, device history review, complaint history review, risk assessment. The customer reported event was confirmed via visual analysis. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the reported event is due to the overload of applied cantilever force.

Event description:
It was reported that upon insertion of a trial, inserter inside shaft and trial broke. Additional note: two of blades did not go into the cage and are imbedded in the bone due to the inserter inside shaft breaking.